Event description:
Received info from a pt on 01/22/2007 indicating they had experienced a shock when they came in close proximity to a security detector. The company name or location of the theft detector device is unknown. The pt also indicated they had thought the stimulator was turned off when they passed through the security detector device. The date of the event was not provided by the consumer. No report of device explant has been received; the product has not been returned to the manufacturer for analysis. The unit had been placed in 2006. The medtronic representative re-directed the pt to report symptoms and battery depletion to their physician. Additional info has been requested from the hcp regarding the event. A follow-up report will be sent if add'l info becomes available.